Manufacturer narrative:
Section g3, h8: additional information. Investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported bleeding could not be conclusively established through this evaluation. Heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that patient was hospitalized due to major bleeding. The patient had history of recurrent epistaxis. Epistaxis was experienced again during this hospitalization a nasal packing was placed. The patient had blood transfusion. On (B)(6) 2018 patient was seen on clinic for follow-u appointment and was noted to have dropped in h&h and denied current epistaxis but admits to an episode few weeks ago and found multiple ae in stomach s/p apc. No further information was provided.